Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving effective stimulation despite adjusting the stimulation. Troubleshooting was performed; however the patient was receiving unintended stimulation in the ribs and stomach. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was explanted.